Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery (cx). A 2.25 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during the positioning, the stent was not able to inflate and a break was noted. The device was removed intact from the patient and the procedure was completed. There were no patient complications reported.